Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the recharger serial# (B)(6) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) said they were having issues charging their ins and then got an rm06 error. Pt said after they received the error message, their ins would not charge at all. Pt further explained that it would display excellent recharging, to good and then would just display "recharging" with no quality listed. Pt said it had used up 10% of their controller battery but their ins battery did not increase. Pt had tried resetting their controller multiple times and that did not resolve their issue. Pt inspected their recharger (rtm) and controller port; pt said they both looked good. Pt said their rtm paddle gets warm but not hot while recharging. Pt looked at the "last error" section on their controller and it displayed that it was today and said "pt02". The patient was sent out a replacement recharger (rtm). No symptoms were reported.